Manufacturer narrative:
Follow-up # 1: 10/01/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/14/2015 with the following findings: during a visual inspection of the pump it was noted that there was a crack on the pump case. A leak test was performed and it was confirmed that the pump and the battery compartment were leaking from this crack. The pump case was opened and moisture was found throughout the internals of the pump. The display was also noted to be dim and discolored when powered on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy w/ moisture behind the display lens) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.